Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Surgeon reported performing lasik on an eye that had a pupil shift, after having dilated and constricted the pupil pharmacologically. Reporter stated that the pupil was dilated because the small pupil size was not able to be detected by the system, and the reason for constricting the pupil was stated to be that the dilation earlier had made the pupil too large. Postoperative outcome information provided showed a result of induced astigmatism and decrease in bcva. Reported also noted that the pt reported near vision blur.